Event description:
Patient presented for scheduled transcatheter aortic valve replacement (tavr). The procedure was complicated by the valve and deployment system dislodging, requiring operative intervention to retrieve the aortic valve [redacted]. There is a portion that remains in the right iliac artery until further management can be planned [redacted]-the following day. Notably, the device information was not able to be plugged in - it is below: edwards resila valv. Lot# 0100690103215809 [redacted]. Exp date: 08/13/2028. Edwards command. Lot# 66906781.